Event description:
Patient was admitted for revision of periprosthetic hip fracture. The patient was implanted with 20cc stimulan calcium beads with vancomycin 4g and tobramycin 2.4g mixed. 5 days post operative, the patient developed confusion and fatigue and was brought to the emergency department and found to be hypercalcemic with calcium 14.2. Her bun (blood urea nitrogen) was 56 and creatinine 3.4. The patient required aggressive hydration and placement of a tunneled dialysis catheter and had to receive hemodialysis for 3 consecutive days. The patient does not have a history of renal disease. The patient required an 18-day admission. Upon review of imaging, on post operative day the beads are clearly visible on x-ray. 12 days later, the joint was re-imaged, and the beads appear to have dissolved. The manufacture website indicates "stimulan is absorbed in approximately 30-60 days". The patients aki (acute kidney injury) resolved, and she was transferred back to snf (skilled nursing facility).